Event description:
The device was removed due to "infection". As reported to co, the entire device was removed and not replaced. 3/6/97 - upon receipt of an operative report from the physician/surgeons office, he stated "operation: removal of infected penile prosthesis. Procedure" the pump was cut down upon and delivered into the wound. The tubing leaking to the reservoir was tracked down, the reservoir was delivered from the space of the retzius. The reservoir space and the 2 corpora were irrigated with copious amounts of antibiotic solution. On irrigating the right corpora distally there was irrigant flowing around the folley catheter. This was taken as evidence of erosion of the right cylinder into the corpora. The corporotomies were closed."

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 7/24/95 and removed on 2/20/97 due to an "infection." In the received info the physician stated the pre and post operative diagnosis were "infected penile prosthesis." Cultures were taken, however the results were not provided to the MFR. Additionally during surgery the physician stated that "on irrigation the right corpora distally there was irrigant flowing around the foley catheter. This was taken as evidence of erosion of the right cylinder into the corpora, as previously noted at cystoscopy." A pump, two cylinders, reservoir and rear tip extenders were returned for evaluation. Because qa's examination of the returned components can neither confirm nor disprove the report of infection, qa did not perform a microscopic examination. Based on the physician's observations qa accepts the infection report. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that the device was sterile prior to the device pacakaging being opened and that the infection originated from source(s) other than the device.